Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not essure confirmation test". In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems : depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), migraine ("migraines"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), balance disorder ("imbalance"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract )"), vaginal infection ("vaginal infection"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, abdominal pain lower, migraine, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, balance disorder, cystitis, urinary tract infection, vaginal infection, depression and weight increased outcome was unknown and the dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, balance disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received, reporter added evet added as:- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), fatigue, hair loss, hormonal changes: imbalance, hysterectomy (full), infection (bladder/ urinary tract/vaginal), migraines / headaches, pain, psychological or psychiatric problems: depression, weight gain / loss specify which one: weight gain, did not undergo essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not essure confirmation test". In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems : depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), migraine ("migraines"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract )"), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches") and arthralgia ("extreme hip pain") and was found to have hormone level abnormal ("hormonal changes describe: imbalance") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, abdominal pain lower, migraine, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, depression, weight increased, headache and arthralgia outcome was unknown and the dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The following information was received from social media extreme hip pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- extreme hip pain. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not essure confirmation test". In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems : depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), migraine ("migraines"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract )"), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), back pain ("back pain") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes describe: imbalance") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in january 2017. At the time of the report, the pelvic pain, alopecia, abdominal pain lower, migraine, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, depression, weight increased and headache outcome was unknown and the dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- event imbalance updated to hormonal imbalance. On (B)(6) 2019: no new significant information no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not essure confirmation test". In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems : depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), migraine ("migraines"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract )"), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches") and arthralgia ("extreme hip pain") and was found to have hormone level abnormal ("hormonal changes describe: imbalance") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, abdominal pain lower, migraine, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, depression, weight increased, headache and arthralgia outcome was unknown and the dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The following information was received from social media extreme hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain lower ("cramping"), migraine ("migraines"), dyspareunia ("painful intercourse") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, abdominal pain lower, migraine, dyspareunia and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, menstrual disorder, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.